Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred in normal temperature conditioning while the pump charged. Additionally, it was reported that the customer received a power source alert. Customer's blood glucose level was 102 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged temperature alarms were identified in the pump logs; however, no failure was identified. A failure relating to battery not charging was identified. Additionally, a different issue was identified.